Event description:
It was reported that a patient underwent an unknown procedure on an unknown date; and a suture needle kept popping off. During the procedure, the suture broke during use. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you identify the lot number of the product that was used? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6. Component code: g07002: device not returned. Related events captured via: 2210968-2024-03254.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/12/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device returned. H6 component code: c22 - video analysis. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Additional information was requested, the following was obtained: the customer is complaining about product removal/indispensable suture attributing to needles being pulled off when needle is armed and pulled out of relay tray with resistance. Video analysis: this is an analysis for a video submitted to ethicon for evaluation. During the visual analysis, the following was observed: the video shows a winding former with a needle apparently caught in one of the tabs. The needle is shown attached to the suture. Based on the video review, the event describe is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/9/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.